Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep was entering a catheter revision and was calling for further troubleshooting before entering the case. It was confirmed that the issues were already reported. It was reported that the rep checked the pump logs and they showed no abnormalities. It was reported that the patient continued to have intermittent symptoms of overdose. It was discussed with the rep to continue with the catheter revision.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2020. It was confirmed that the rep was first notified of the event on (B)(6) 2020 and was first notified by the physician. The rep noted that they then followed up with the patient and their wife on (B)(6) 2020 who clarified and reported additional information. It was reported that, at the time of the event, the patient's wife called emergency medical services and the patient was given narcan. The patient was stable at the time of the report and the overinfusion had been resolved. The cause of the overinfusion was unknown. The patient was referred by a managing physician to a surgeon for a catheter revision. No further complications were reported. Additional information was received from the manufacturer's representative (rep) on (B)(6) 2020. It was clarified that the rep spoke with the patient and his wife on (B)(6) when the patient's wife indicated that the patient had experienced overinfusion symptoms on (B)(6). The physician was referring the patient to a surgeon for evaluation and a possible catheter revision. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed by a physician. It was reported that the cause of the over-infusion was unknown. It was reported that the over-infusion and the patient's symptoms of overdose had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported that 2 weeks ago and after a refill the patient had overinfusion. The rep wanted to know considerations on overinfusing. Tech services reviewed to bring the patient back earlier to check volume, review the field action letter on overinfusion, review heat therapies and review refilling. Caller will be following up with managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that a catheter revision was scheduled for (B)(6) 2020. No further complications have been reported.